Manufacturer narrative:
This product is not marketed in the us. One similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1, -5.0 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2016. Low vault,refractive surprise, and refractive change overtime was observed. As of the date of MDR reporting the lens remains implanted and the surgeon reported that he plans to exchange the lens. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information was received. The reporter stated the lens exchanged for a longer lens on (B)(6) 2018. This exchange resolved the problem and "patient is happy". (B)(4).

Manufacturer narrative:
Device evaluation: lens returned dry in lens case/vial. Visual inspection found haptic bent. Dimensional inspection found lens within specifications. Functional inspection for diopter found lens within specifications. Claim # (B)(4).